Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a casing/condition (cracked/damaged casing) issue; battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: on examination, the battery compartment was found to be cracked along the case seal. Investigation duplicated the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.